Manufacturer narrative:
The sample was requested for investigation, however, the sample has been discarded by the customer. As no sample was available for investigation, the cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
The initial reporter questioned results for 1 patient sample tested for total psa elecsys e2g 300 v2 (total psa) and free psa elecsys e2g 300 v2 (free psa) on a cobas e801 analytical unit. This medwatch will cover free psa. Refer to medwatch with patient identifier (B)(6) for information on the total psa results. The initial free psa result was 0.0259 ng/ml and the initial total psa result was 0.0067 ng/ml. The initial results were reported outside of the laboratory where the clinicians questioned the results as a free psa result greater than a total psa was believed to be "impossible." On (B)(6) 2021 the sample was repeated with a free psa result of 0.0268 ng/ml and a total psa result of 0.00908 ng/ml. Qc was acceptable, however, calibration had "expired." The customer recalibrated both assays and ran acceptable qc. The sample was repeated again and the free psa result was 0.0100 ng/ml with a data flag and the total psa result was 0.00600 with a data flag ng/ml. The e801 analyzer serial number was (B)(4).